Event description:
During abbott troubleshooting of the customer issue below, (B)(6) architect anti-hcv results were generated. The customer issue: the customer generated (B)(6) results while using the axsym hcv assay. The customer indicated the patient (2 aliquots from the same draw) was tested using the axsym hcv assay. Both aliquots tested (B)(6): (B)(6) 2012: (B)(6), (B)(6) 2012: (B)(6) (same patient second aliquot) (B)(6). The customer indicated the patient was reactive on other methodologies tested at a different laboratory ((B)(6)). Additionally, the patient was tested using elisa biorad and was (B)(6). No patient history was available. No adverse impact to patient management was reported.

Manufacturer narrative:
..

Manufacturer narrative:
It was discovered on (B)(4) 2012 that the following information was inadvertantly omitted in the initial report. This report is being filed on an international product, list number 6c37, that has a similar product distributed in the us, list number 1l79.

Manufacturer narrative:
Retained reagent kit of architect anti-hcv reagent, list number (B)(4), lot number 11603li00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values met specifications and the results were in the typical range and no (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels ((B)(4)). The seroconversion panel results were compared to architect anti-hcv test results provided by (B)(6). Reagent lot (B)(4) detected the same bleeds as (B)(6) with comparable (B)(6) values for the seroconversion panels. Based on these data, it was shown that the sensitivity performance is not adversely affected. Complaint records for the affected lot number were reviewed. This review did not identify any problems relating to the customer's observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on this evaluation, it was determined that architect anti-hcv reagent lot number (B)(4) is performing acceptably. No product deficiency was identified. (B)(4) - (no consequences or impact to patient); (B)(4) - ((B)(6) result).